Event description:
It was reported by service report that the pt head-end left siderail being unable to lock in the upright position due to structural damage. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: siderail assembly.